Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure wherein the ipg were repositioned. The patient was doing well postoperatively, and the battery remain implanted and in use. Additional information received that ipg was moved up in the pocket because it was on patients belt line. Physician used same pocket but made it bigger and moved the ipg higher in body. The device has not migrated, nor stimulation was affected.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure wherein the ipg were repositioned for unknown reason. The patient was doing well postoperatively, and the battery remain implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.